Manufacturer narrative:
Review of the provided data indicates that the alleged sample is a low titer sample. This would explain why wavering results were generated when the sample was repeated. This is a sample-specific issue and the reagent is performing as expected. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and a negative result for influenza a/b. The same sample was retested on the same cobas® liat® system which yielded a negative result for all targets. The same sample was retested again on a different cobas® liat® system which yielded a negative result for all targets. The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.